Event description:
The facility reports three caregivers were transferring the resident from the lounge chair into bed. The resident cleared the chair and was over the bed with her head over the top of the foot of the bed when the sling clip broke. The resident dropped onto the bed. The caregivers were holding the resident during the transfer and were able to grab onto the resident enough to minimize the impact of her head hitting the foot board. None of the caregivers were injured; the resident had a minor bump on her head and complained of a sore back.

Manufacturer narrative:
The device was examined and found to be in good working order. The sling had a broken shoulder strap. The clip had split in the middle from left to right, away from the point where the clip attachment point of the lift locks in. This is inconsistent with stress calculations and pull-to-break tests which indicate the top bar normally would break off when the clip becomes over-stressed. This only occurs at stress much higher than the swl. Added to this file are the stress calculations and previous pull-to-break stress test. Investigation into previous similar complaints has shown that the breakage of this clip is consistent with mechanical pressure being applied (e.g. During the washing or drying process) and the clips consequently bending, deforming, or even cracking before their use. This process is visible, as it leaves white lines where the deformation occurred. In the operating and product care instructions for the lifter as well as the sling instructions leaflet, it is indicated that the sling is to be checked for deficiencies before each and every use. While the MFR does not have sufficient evidence to reach a single conclusion, the info received does lead to a conclusion of a certain degree of user error. This could possibly be related to a lack of knowledge of the operating and product care instructions document, particularly the washing instructions and the "check before use" policy. It is recommended that lift operators be retrained in accordance with the lifter operating and product care instructions.